Event description:
It was reported that during a transurethral needle ablation of the prostate the prostiva device malfunctioned. Further information could not be obtained by the time of this report.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.